Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Note: this is a split case with zimmer inc., warsaw reference number (B)(4). Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient underwent initial right hip procedure and was revised after about one year due to stem loosening and pain. Stem and head were revised.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend analysis has been performed, as the issue is not related to the product. Event description: it was reported that the stem and ceramic head were implanted on (B)(6) 2017 and revised on (B)(6), 2018 as the stem failed to in grow, was loose and causing pain. Stem is subject of split case (B)(4). Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received device analysis: - visual examination: the ceramic head has been returned for an investigation. Small scratches can be seen on the articulating surface as well as some metallic transfer on the non-articulating surface. These signs have most likely occurred during explantation of the head. There is some metallic transfer in the taper which results from the impaction on the stem taper. No conspicuousess found. Review of product documentation: no product documentation was reviewed for investigation root cause analysis: the head was explanted as the stem failed to in growth, was loose and causing pain. Therefore the issue is not related the head, but to the stem. Based on the given information, a root cause analysis is therefore not possible. However, all possible causes related to the issues reported are listed in rmw. Conclusion: it was reported that the ceramic head was explanted after approximately one year in-vivo as the stem failed to in growth, was loose and causing pain. The head was received for investigation. The review of the DHR indicates that the head met all requirements to perform as intended. It can be concluded, that the issue is not related the head. The stem is subject of splitcase (B)(4). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).